Event description:
Reporter stated that a pt's blood glucose was measured, using the inform system, with a result of 519 mg/dl. An additional venous sample, obtained from the same pt within 10 minutes, measured 171 mg/dl in the facility's lab. Reporter stated that, based on the value of 519 mg/dl, pt was treated with 2 units of regular insulin. No resultant injury was reported. The discrepant result was obtained in a hosp. Valid qc testing was not performed on the system (control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.